Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 387 mg/dl. The customer performed a system check and found the occlusion in the cartridge. The customer address the bg level with a correction bolus via the pump. The customer was going to use another pump to manage diabetes.